Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention and had her scs ipg replaced and the pocket moved to the other side due to pain at the scs ipg original site.

Manufacturer narrative:
The reported issue cannot be analyzed or confirmed via laboratory testing.

Manufacturer narrative:
Corrected data: the date received by manufacturer, dec 6, 2017, was inadvertently omitted in the previous follow-up report.